Manufacturer narrative:
1038671-2023-02085 multiple MDR reports were filed for this event, please see associated report: 1038671-2023-02085. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and tibial loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported via legal documentation, a patient had bilateral knee replacement. They underwent right knee revision surgery, approximately 64 months post primary procedure. The patient claims to have suffered from pain, difficulty with everyday activities, trouble walking, and required revision surgery as a result of the device. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.